Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced premature battery depletion possibly due to high left ventricular (lv) lead thresholds. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.